Event description:
Tip of the device broke off when the surgeon tried to pull the suture from the tibial bone tunnel to the anterior portal. It was not confirmed if the broken piece fell off in the joint. The piece is so small, it could not be conformed via x-ray. Em (B) (6) 2010 to see if site was flushed.

Manufacturer narrative:
The device has not been received by s&n for evaluation. (B) (4)